Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing and low r-wave intrinsic amplitude. No adverse patient effects were reported. The oversensed farfield signals led to stored inappropriate atrial tachy response (atr) mode switches. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing and low r-wave intrinsic amplitude. No adverse patient effects were reported. The oversensed farfield signals led to stored inappropriate atrial tachy response (atr) mode switches. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d had stored some pacemaker mediated tachycardia (pmt) episode. These events were successfully terminated by the pmt algorithm. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.